Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient went to the hospital with hyperglycemia. The patient reported that she had a pod that resulted in high blood glucose. During the night on (B)(6) 2019 she smelled insulin and felt insulin dripping on her site. She went to sleep and she did not change the pod at this time. The next day she went to work where she is a nurse and she went to the clinic area of the hospital to get advice about what she should do when she tested her bg at 350. She was experiencing fatigue and nausea. She was treated there with an insulin IV to lower blood glucose levels.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to the reported high blood glucose levels or a failure of the pod¿s ability to deliver insulin. Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear. The distal tip of the soft cannula was manually occluded and no leaks were present. The rubber fill septum was inspected and no large puncture marks were found.